Event description:
It was reported that during a laparoscopic supracervical hysterectomy while amputating the cervix, the blade hit the uterine manipulator causing the tip to break off into the pt. The pt was x-rayed and a small object was visible in the left quadrant. The pt decided not to have the tip removed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.